Event description:
It was reported that as the device was attempting to power up, it would power down and attempt to power up again on its own and never completely power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and replaced the system controller pcb and the user interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the device and found the root cause of the reported failure to be integrated circuit, designator u61.